Manufacturer narrative:
The reported event of the inability to turn the atrial setscrew was confirmed. Analysis found medical adhesive (med-a) contamination of the a-setscrew and connector block causing the setscrew anomaly. Med-a was filling the setscrew inset and had run down into the connector block and setscrew threads interface and hardened in these places, which interfered with the torque wrench insertion into the setscrew inset. The device was found to be at eri. Battery depletion was found to be normal.

Event description:
During pacemaker replacement procedure due to normal eri, the set screw of the pacemaker was unable to be loosened from the lead. After multiple attempts, the pacemaker was able to be explanted and replaced. The patient was stable with no adverse consequences.